Event description:
New information received notes that this device is part of the battery performance alert advisory and explanted.

Manufacturer narrative:
The device is included in the battery performance alert advisory issued by abbott on 28 august 2017.

Event description:
Related manufacturer reference number: 2017865-2021-29800. Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and awaiting explant. Additionally, the right atrial lead exhibited noise. No device intervention was performed. The patient was stable.